Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament hysteropexy procedure performed on september 7, 2022, for the treatment of prolapse. During the procedure, the dart detached from the suture during deployment on the patient's right side and was found inside the device. The procedure was completed with another capio slim device. As a result of the event, the surgical time was prolonged.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. Block h10: the returned capio slim device was analyzed, and it was found that the carrier was misaligned, and the riveting pin at the distal section was smaller than normal, which may have caused to the head opening. Functional analysis revealed no issues, and the suture did not get detached. With all the available information, boston scientific concludes that the event of dart detachment cannot be confirmed. After the product analysis, it was not possible to identify any evidence of either the alleged issue or any defect in the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Consequently, the event of dart detachment is assigned a most probable conclusion code of "no problem detected" since the device complaint or problem cannot be confirmed. Moreover, during the product analysis, it was found that the riveting pin at the distal section was smaller than normal, and this issue could have caused the head to partially open. It's likely that this could have been caused by a manufacturing deficiency. These events are associated with a "manufacturing deficiency." A product labeling review identified that the device was used per the instructions for use (IFU) / product label. An investigation to address this problem is in progress.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament hysteropexy procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, the dart detached from the suture during deployment on the patient's right side and was found inside the device. The procedure was completed with another capio slim device. As a result of the event, the surgical time was prolonged.